Event description:
The reporter stated that the patient was admitted to the hospital on (B)(6) 2011 with a blood glucose (bg) of 500 mg/dl, large ketones, n/v, abdominal cramps, frequent urination, increased thirst, and tiredness. The pump was reportedly removed and the patient was started on intravenous insulin. The patient bg reportedly elevated the day before. The reporter indicated that the site was changed multiple times and the bg did not resolve. The patient was reportedly treated with injections from a new vial of insulin and the patient's bg decreased to high 200's. The reporter stated that the patient's health care provider believed that the pump was not delivering as instructed. The reporter confirmed that the pump settings were correct. The reporter stated that all boluses were delivered in full; one bolus was cancelled which was noticed immediately and the bolus was completed. The reporter confirmed that the patient did not have any change in weight, diet, or activity level. The site and set were unable to be reviewed as the infusion set was removed and discarded at the hospital. Customer support advised the reporter that it appeared that the pump was delivering appropriately. This report is made based on the allegation that the patient was hospitalized for hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient's health care provider alleged that the pump was not delivering correctly; customer support troubleshooting indicated that the pump appeared to be delivering appropriately. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. A review of the black box indicated that the pump was suspended on (B)(6) 2011 at 8:15 pm and was resumed on (B)(6) 2011 at 12:26 am. The black box indicated that the pump was again suspended on (B)(6) 2011 at 12:41 am and was not resumed. There were no alarms or conditions in the black box or the alarm history that would indicate a pump malfunction. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.